Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed. The device was above elective replacement indicator (eri) level upon receipt with appropriate remaining longevity. Analysis of the setscrew, header and connector found no contamination of foreign material and no any anomaly that could contribute to the event. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the pacemaker header setscrew was found stripped. The physician elected to remove and replace the pacemaker. The patient was in stable condition.